Manufacturer narrative:
Follow-up #1 date of submission 03/01/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the pump powers on with functional vibratory and auditory features. The pump was set up for a 24 hour duration test, and within the first hour the pump displayed a recurring call service alarm. The pump cover was removed to investigate and a defective internal component was found.

Event description:
On (B)(6) 2012, the reporter contacted animas to report a power issue with the reported pump. There was no evidence of moisture in the pump and the battery cap was secure. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.